Manufacturer narrative:
Occupation: reporter is j&j employee. A product investigation was conducted. Visual inspection: it was noticed that the distal tip of the device was broken off and it was not returned. Hence the complaint can be confirmed. Yes device is broken. Dimensional inspection: proper dimensional measurement could not be preformed due to post manufacturing damage. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. It is possible that the device encountered unintended forces (such as being dropped or damaged during sterile processing during its service life). During the investigation no unidentified product design / manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.611.030, synthes lot number: 6309043, supplier lot number: n/a, release to warehouse date: 31 mar 2010, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of loaner set, the set screw extractor was observed broken. There was no known hospital or patient involvement. This report is for one (1) 1.5 mm set screw extractor. This is report 1 of 1 for complaint (B)(4).